Event description:
It was reported that during an implant procedure the left bundle branch pacing (lbbp) lead exhibited high thresholds and a wide qrs pacing complex. The lbbp lead was attempted multiple times that all rebounded and the helix was unable to be deeply screwed into the tissue. The lbbp lead was removed and a left ventricular (lv) lead was attempted. The lv lead was attempted in three veins with all with high thresholds and could not be securely fixed. The lv lead dislodged when the catheter sheath was withdrawn. The lv lead was removed and a single chamber device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.